Event description:
Country of complaint: (B)(6). While opening the suture package, the suture cracks without pulling the shaft or in the middle of the thread.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Reported device not marketed in the us; however, similar devices/processes are. Mfg site eval: samples received: 4 open pouches. There are no units in OEM stock. We have received one open and used sample with the thread broken. Without any closed samples a proper analysis cannot be performed. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Knot pull tensile strength values fulfill the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: na.